Event description:
IV tubing comes apart easily even after securing connector sites IV tubing also kinks easily. Staff concerned tubing will come apart and pt will not receive medication given through IV due to connectors coming apart.